Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown duration of signal loss was reported on transmitter (B)(4). Data was evaluated for transmitter (B)(4) and the allegation was confirmed. The probable cause could not be determined. In addition, loss of connection was found in connection to the reported allegation. The reported event of a unknown duration of signal loss is reportable based on the finding of a loss of connection. No injury or medical intervention was reported.